Event description:
It was reported that an ilet user experienced recurrent alert 60 notifications associated with bluetooth communications and rapid battery depletion over approximately two weeks, culminating in dosing cessation despite multiple restarts; a replacement ilet was arranged and the user had backup therapy available. Symptoms included interruption of insulin delivery. Outcomes included temporary reliance on alternate therapy and planned replacement of the device. Investigation included review of device history and service records, user interview, and assessment of reported alert behavior. Investigation of this case revealed a suspected malfunction related to battery performance and bluetooth communication that triggered persistent alerts and inhibited dosing. It was concluded that the event was attributable to a device malfunction affecting power and communication functions, and replacement was warranted.